Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was implanted yesterday without problem. All measurements were normal. Today the shock lead impedance reading is consistently 125 or greater. The rep was unable to elicit noise on egrams at all; however, pocket manipulation is difficult because of tenderness over the area. All pacing thresholds and impedances are normal and the same as at implant.,